Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection as the pocket shows redness, swelling and edema. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This implantable lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
This supplemental report was created to update h6, missing one patient code swelling/edema. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection as the pocket shows redness, swelling and edema. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This implantable lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.